Event description:
A patient underwent an uneventfull coronary angiogram followed by an angio-seal deployment to close the arteriotomy site. During the step at which the anchor is released, the physician did not hear an audible click, and could not withdraw the device from the femoral artery. There was no bleeding at the site. A surgeon was consulted and the decision was made to remove the device, repair the artery, and perform a thromboembolectomy of the right femoral artery. The patient was taken to the operating room. Xylocaine 1 percent and marcaine 1/2 percent were infused into the right femoral region around the insertion site. Heparin 5,000 units IV was given for anti-coagulation. It was noted the puncture of the artery was at the level of the inguinal ligament. The distal end of the sheath was in the artery, with the anchor present at the tip. The device was engaged in the arterial wall with some maceration of the arterial wall, however, it could not be removed. By incising the artery in a transverse fashion, the device was removed in it's entirety. A thromboembolectomy was carried out with a small amount of clot evacuated. The vessel was then repaired using 6-0 prolene suture. There was good flow distally following repair of the vessel. The wound was then closed with vicryl suture using a subcuticular closure. The patient tolerated the procedure well. The device was discarded. The patient was discharged the following day and is reportedly recovering. The physician was not certified on proper deployment techniques for sts iteration on the angio-seal device at the time of the event.